Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right side on or about (B)(6), 2008. Patient has experienced physical injuries, pain, excessive levels of cobalt and chromium. Patient has not had the right asr implant explanted, but the surgery will be scheduled sometime after (B)(6), 2012.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.